Manufacturer narrative:
The insulin pump had intermittent button response due to flattened express, escape, act, and down and up arrow button dome switches. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that customer was in the hospital due to gallbladder. Customer was prepping for surgery and diabetes educator was having difficulties with keypad. It was reported that keypad was sticking. Customer's blood glucose was 500 mg/dl. It was not known what caused anomaly. After troubleshooting, caller was advised that insulin pump would need to be replaced.